Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection. Concomitant medical products: mentor memorygel breast implant 275cc catalog # 3502751bc, serial # (B)(4), lot # 7652153. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent a primary breast augmentation with a mentor memorygel breast implant 350cc and experienced a wound infection on the right side post-operational. As a result, the patient underwent device removal on (B)(6) 2019.